Event description:
Infection in her left knee which came back positive for mycobacterium abscessus complex [mycobacterium abscessus infection]. Swelling in her left knee [infusion site joint swelling]. Pain in her left knee [infusion site joint pain]. Initial information received on 24-aug-2022 regarding an unsolicited valid serious case received from united states from a other health professional. This case involves a 70 years old female patient who developed an infection in her left knee which came back positive for mycobacterium abscessus complex., swelling in her left knee and pain in her left knee with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received synvisc injection (lot - arsp012, expiry date: 30-apr-2023, unknown strength, frequency, dose, route, indication). On an unknown date in 2022 the patient developed an infection in her left knee which came back positive for mycobacterium abscessus complex (mycobacterium abscessus infection; medically significant) (unknown latency). Patient received 3 bilateral injections of synvisc on (B)(6) 2022. She returned to the office on (B)(6) 2022 complaining of swelling (infusion site joint swelling) (unknown latency) and pain in her left knee (infusion site joint pain) (unknown latency), at which point fluid was obtained for testing. It was not reported if the patient received a corrective treatment for the events. Outcome: unknown for the events.

Event description:
Infection in her left knee which came back positive for mycobacterium abscessus complex [mycobacterium abscessus infection] swelling in her left knee [infusion site joint swelling] pain in her left knee [infusion site joint pain] case narrative: initial information received on 24-aug-2022 regarding an unsolicited valid serious case received from united states from a other health professional. This case involves a 70 years old female patient who developed an infection in her left knee which came back positive for mycobacterium abscessus complex., swelling in her left knee and pain in her left knee with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received synvisc injection (lot - arsp012, expiry date: 30-apr-2023, unknown strength, frequency, dose, route, indication). On an unknown date in 2022 the patient developed an infection in her left knee which came back positive for mycobacterium abscessus complex (mycobacterium abscessus infection; medically significant) (unknown latency) . Patient received 3 bilateral injections of synvisc on (B)(6) 2022. She returned to the office on (B)(6) 2022 complaining of swelling (infusion site joint swelling) (unknown latency) and pain in her left knee (infusion site joint pain) (unknown latency), at which point fluid was obtained for testing. It was not reported if the patient received a corrective treatment for the events. Outcome: unknown for the events upon internal review on (B)(6) 2022 from other healthcare professional. The cases (B)(4) to be deleted) was identified to be duplicate of (B)(4) (to be retained). Hence, all the information from the case (B)(4) has been merged in case ID (B)(4).